Event description:
Procedure type: colorectal anastomosis. According to the reporter: after applying the device, it was noted that a part of the anvil was not completely closed. There were no abnormalities with the application, however, the surgeon performed a precautionary ileostomy to the patient.